Event description:
Patient has been using a recalled CPAP machine since (B)(6) 2020. Over the last few months, he has been noticing black pepper like material in the humidifier box, and terrible smells coming out of the machine during use. He thought he threw up in the machine it smelled that bad. In the last couple of months he has been experiencing severe headaches, dizziness, and now vision changes. He has been referred to his pcp for further evaluation of his symptoms of concern and has required discontinuation of his CPAP therapy until he can get a replacement machine. We have no timeline on replacement. Strength: 5-20 cwp, frequency:hs, diagnosis for use: osa, left hemidiaphragm paralysis. FDA safety report ID # (B)(4).